Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review discussed possible causes of increased impedance measurements and provided further troubleshooting options. This device remains in service. No adverse patient effects were reported.